Manufacturer narrative:
The evaluation of the bed performed by the arjo technician revealed that it was in overall good condition. There was no failure found that could lead to the reported unexpected movement. In the arjo technician¿s opinion, the button on the side rail control panel could be pressed accidentally by the obstacle placed on the bed. This potential scenario was not confirmed by the facility staff. The instructions for use dedicated to enterprise 9000x bed (746-591-en_14) contain all crucial information and warnings which should be followed to ensure the safe use of the bed, e.g: ¿the controls require only a single press to activate. To prevent unwanted movement of the mattress platform, avoid leaning against the split rails and keep equipment on and around the bed clear of the controls¿. In summary, the involved enterprise 9000x was used with the patient when the backrest raised unintended. The device evaluation revealed that the bed met the manufacturer's specifications. The complaint was decided to be reportable due to unintended movement of the backrest section.

Event description:
Following information reported by the end-user, the backrest section of the enterprise 9000x bed moved unintended to the maximum height. There was a ventilated patient on the bed at that time. No injury was reported.